Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a sternal closure using the titanium sternal system, the surgeon attempted to bend a titanium sternal plate using the combination bending pliers to better suit the pt's anatomy. Upon bending the plate, the emergency release pin bent and became stuck in the sternal plate. Wen the surgeon tried to pull the emergency release pin out, part of it broke off and was discarded, and the other part still remained in the plate. The surgeon used another plate to complete the procedure without harm to the pt. This complaint pertains to the emergency release pin. This is 2 of 2 reports for the same event.